Manufacturer narrative:
The complaint device was not returned to bsc, product analysis could not be performed. Analysis of available information did not identify a specific complaint cause. It was concluded that unknown factors probably contributed to the event.

Event description:
It was reported that the patient felt pain at the implant site of the implantable cardiac monitor (icm). The icm was repositioned. The device remains in service. No adverse patient effects were reported.